Manufacturer narrative:
Additional information was received on 12-may-2023. The generator parameters were set to power control mode, 40, 50w. The temperature, impedance and power were not noted because the char (assessed as thrombus) was confirmed after the procedure completed. Heparin was administered, act practice was unknown. The smartablate generator and the smartablate irrigation pump were used. No picture available. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The duration of ablation was under 60 seconds. No long ablation with high contact force was performed. No other type of saline was used during the procedure. The carto visitag module was used with the following settings; 3sec, 3mm, 25%/3g, tag size: 2mm. Color options used was tag index. Therefore, added to the d10. Concomitant medical products and therapy dates field. Additional information was received on 14-may-2023. The high flow irrigation settings are pre rf time: 2s, post rf time: 5s. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 04-jun-2023, noted a correction to the 3500a initial under h6. Medical device problem code as submitted as patient device interaction problem (a01) and it should have been device contamination with body fluid (a180103).

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30915705l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a octaray mapping catheter and a thrombus issue occurred. After the procedure, when the octaray mapping catheter was pulled out, a small thrombus was found at the electrode. The procedure was successfully completed. There was no patient consequence reported. Additional information was received. The thrombus was located on the tip electrode. No error message observed during the procedure. No issue occurred related to temperature or flow on the catheter. No picture available. No neurological symptoms observed since the procedure was completed. The event was assessed as MDR reportable for a thrombus issue.